Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The unit was turned "on" and turned "off" proper and without problems. Also, the unit was connected to the ac power source, and it was able to charge the battery properly. Additionally, the unit was tested on battery mode, and it was able to work without problems. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of turn on and turn off during unspecified process step in the medicine 2 department. There was no patient involvement. No additional information is available.